Event description:
The account reported the brakes are not holding. The bed is located in the maintenance department at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The technician found the mounting screw that secures the brake steer caster to the bed was missing causing the brake steer caster to rotate when in brake mode. The technician also reports the brake caster wheels are worn causing the brakes not to hold. Per the hill-rom service manual, the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the mounting screw and wheels on the brake casters to resolve the issue. Based on this info, no further action is required.